Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. The pulse generator was unable to be interrogated. After a magnet was placed over the device, normal function resumed. The patient was stable.